Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on december 19,2018 at 6.45 am with blood glucose level 671 mg/dl. The customer also had blood glucose level 371 mg/dl. The customer had abdominal discomfort, she was not feeling well and decreased in oral intake. The customer was treated with insulin drip during hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea, malaise and vomiting. The insulin pump will not be returned for analysis.